Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2459, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2006. On the next morning after essure insertion, the consumer woke up and her whole left side was numb. She went to a neurologist and found out she had a mini stroke. The next symptoms that showed up were sharp pains on her right side. She went to the emergency room at least twice for those with no conclusive results. In 2008 she had a total knee replacement and ended up with bilateral pulmonary embolisms. She stated that her joints were much worse since essure and she will need another knee replacement. She also had depression and fatigue, and she missed many family occasions because of that and limited mobility. She had hypothyroidism since essure. She was vitamin d deficient, had bruise-like marks on cheeks and feet, brain fog, horrible short term memory and her hands were numb. She scheduled a total hysterectomy to (B)(6) 2015. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp pains on her right side (interpreted as pelvic pain) and was scheduled for a total hysterectomy approximately 9 years after essure insertion. She also had a mini stroke (interpreted as transient ischaemic attack) on the morning after essure insertion and bilateral pulmonary embolisms following a knee replacement. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, the other events are unlisted. After essure insertion pelvic pain may occur. Given the nature of the event sharp pains on her right side and in the lack of alternative explanation causality with essure cannot be excluded. Regarding event mini stroke main risk factors are atherosclerosis, embolic sources, arterial dissection, arteritis, sympathomimetic drugs (eg, cocaine), mass lesions (eg, tumors or subdural hematomas) and hypercoagulable states. In the present case, the consumer had also bilateral pulmonary embolisms two years later, suggesting a possible hypercoaguable predisposition. The essure procedure is quick and does not require prolonged immobilization. Therefore, causality between mini stroke and essure was assessed as unrelated. Bilateral pulmonary embolisms occurred after a major surgery requiring immobilization (total knee replacement) which is a reasonable alternative explanation for the event. Therefore, causality between bilateral pulmonary embolisms and essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.